Event description:
It was reported that the syringe pump was broke. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The plunger lever and barrel head clamp were broken off and missing. Error history log review found plunger not in place alarm .the root cause of the reported issue was found to be caused from impact. Actions were taken to mitigate the reported issue: replaced broken and missing parts of the pump.